Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that red heart alarms were occurring on (B)(6) 2019 only when the patient's device was connected to the power module. The hospital evaluated the patient and the patient was listed for a heart transplant. The patient was transplanted on (B)(6) 2020. The cause of the alarm was suspected to be an internal cable issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), identified an internal driveline issue that could have contributed to the reported red heart alarms while connected to the power module. (B)(6) was returned assembled with the driveline severed approximately 4¿ from the pump housing. A distal segment of the driveline was returned measuring approximately 28.5¿, and the remainder of the driveline was not returned. The outer silicone jacket appeared to have been mostly removed from the driveline. Approximately 5.5¿ of bionate material was removed from the end of the distal segment of the driveline, and the outer layers of the driveline were removed approximately 1¿ from the end of the pump-end segment. Initial continuity testing of the driveline revealed that a short to shield was able to be induced on the pump-end segment. Internal metal braided shield breakdown was noted adjacent to the nipple of the pump housing and approximately 2¿ from the pump housing. External metal braided shield breakdown was noted along the length of the distal segment of the driveline. Visual inspection of the underlying wires of the driveline revealed breaches in the insulation of the black, orange, and yellow wires approximately 2¿ from the pump housing, exposing the inner conductors. This damage appears consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of the black, orange, or yellow wires made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have resulted in the reported red heart alarms. In addition, if the exposed inner conductors of wires from any two different phases made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have contributed to pump stops on any power source. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11mar2014. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. Heartmate ii lvas IFU section 6 entitled ¿patient care and management¿ outline indications of driveline damage as well as how to respond to such events. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.